Event description:
The surgeon reported that approximately 12-18 months after a hernia repair, the patient returned with a recurrence. The surgeon went in to re-operate and found that the permacol was still completely in tact with no incorporation or vascularisation. The implant was removed in one piece. The patient was in liver failure and had a history of cirrhosis. He was an alcoholic and had ascites with poor tissue.

Manufacturer narrative:
To date, there has been no lot number information provided by the surgeon, however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Further information has been requested from the surgeon, however, to date, the surgeon has been unavailable to discuss. Tsl's medical advisor has commented that due to the limited information it is difficult to formulate a detailed opinion. However, tsl's medical advisor notes that the patient had liver failure and a history of cirrhosis. He was an alcoholic and had ascites and all these factors certainly predispose the patient to hernia recurrence.